Event description:
Information was received that while a smiths medical tracheostomy was in use, device cracked at the hub. No adverse effects reported.

Manufacturer narrative:
Additional information: patient information selected. Adverse event & product problem selected. Required intervention selected. Event date: (B)(6) 2019. Updated with additional information.

Event description:
Information was received that while a smiths medical tracheostomy was in use, device cracked at the hub. No adverse effects reported. Additional information was received indicating that the operator heard a leak. This prompted them to perform a tracheostomy tube change out. No patient injury or further patient complications were reported in relation to this event.